Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value was not provided), kidney damage, and was "unconscious due to [their] bg and then [they] went into dka"; cause was not clear. Customer was taken to the emergency room by emergency services personnel and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids (nature of fluids was not known) and was discharged 28 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy.